Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 30jun2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware issues forced anesthesiologists to reset the machine in the middle of the case. A field service engineer replaced the drawer control board, tightened docking board, checked cables. Inspection showed no damage. Also, the technical support specialist performed hotfix to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had hardware issues that forced anesthesiologists to reset the machine in the middle of the case. The anesthesiologist signed out when they left the room or switched cases. The machine asked to close all hardware. They closed it, but the message stayed up and the screen froze as the anesthesiologists restarted the machines each time. There were no adverse event or injuries reported based on this event.